Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited noise on the ventricular channel. The noise was reproducible with isometrics when pacing was initiated. The patient is not pacemaker dependent.